Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a white, fiber-like foreign material clogged in the nozzle; however, the material could not be further determined. The nozzle was not reported as having been deformed, broken, or the like. No information was able to be obtained pertaining to the usage of the device. Therefore, a further cause of the suggested phenomenon could not be presumed. The instructions for use (IFU) states on the method of inspection prior to use for the air/water (a/w) nozzle as follows: "·operation manual_ preparation and inspection inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities ·operation manual_ inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function the IFU states on reprocessing of the a/w nozzle and a/w channel as follows: "·reprocessing manual_ preparing the equipment for reprocessing all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. ·precleaning the endoscope and accessories - warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. - flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the a/w channel cleaning adapter (mh-948) after each patient procedure. ·manually cleaning the endoscope and accessories_ flush the air/water channel with detergent solution" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the reported issue (air/water flow issue) was confirmed. It was observed there was no air/water flow due to clogged nozzle. In addition, service found the adhesive on the bending section cover, the light guide lens, and the ccd (charge-coupled device) lens was worn. The light guide lens was chipped, the up down knob was generating abnormal noise, and the switch button #1 was worn. The bending angle was out of specification and there was play in the angulation knob. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device exhibited air/water flow issues. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the nozzle was clogged with white fibrous remains (foreign material). This report is being submitted for the malfunction found during device evaluation (foreign material in nozzle). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.